Event description:
It was reported that the patient presented for remote follow-up via melrin.net with the right ventricular lead that exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found calcification that covered the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.